Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump had no sound. Event occurred during testing. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿unit had no sound¿. The unit was triaged and the customer¿s reported condition was confirmed. The unit was powered up and had no audio. The device was disassembled and the main pcba was inspected. Ic u14 was observed to have liquid ingress and bent pins. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.